Event description:
It was reported the cot tipped over. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.

Manufacturer narrative:
Upon investigation, it was determined the incident happened as a result of user error. H codes updated to match investigation results.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot tipped over. The model number and serial number of the device were not provided. There was patient involvement but no adverse consequences were reported.